Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board (c-board) was defective. Based on the results of the investigation, a definitive root cause of the image interference and defective c-board could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a screen interference and the customer was unable to see a clear image. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h4. This information was inadvertently omitted from the initial medwatch report.